Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open hemorrhoidopexy, patient returned six days later with severe pain and rectal discharge. Patient was taken to theatre where the wound was cleaned and packed. Examine was done and was noted the stapled line had dislodged that the patient had developed severe infection to a point that was admitted to high dependency unit (hdu) for monitoring. Debridement of the wound requiring that the patient remained of total parenteral nutrition(tpn) and broad spectrum antibiotics.